Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9239 quick release drill broke. This was discovered during an eclipse procedure on (B)(6) 2021. After the surgeon had completed the canal, the drill broke inside the patient. All broken fragments were retrieved and case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9239 quick release drill broke. This was discovered during an eclipse procedure on (B)(6) 2021. After the surgeon had completed the canal, the drill broke inside the patient. All broken fragments were retrieved and case was completed successfully without further issues.